Manufacturer narrative:
Concomitant medical products: evolut pro transcatheter aortic valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited under-sensing during arrhythmia episodes on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.